Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented on (B)(6) 2007 with low back pain, indicating the pain radiates down the left leg and to the left knee. Quality of the pain is described as burning and numbness. MRI of the lumbar spine reveals a herniated disc at l5-s1 with lumbar radiculopathy and spondylosis. Lesi completed at l5-s1. (B)(6) 2007 posterior fusion with allograft, rhbmp-2/acs, and alphatec cages l4-l5 and l5-s1. (B)(6) 2007 posterior fusion with actifuse and blackstone hardware l4-l5 and l5-s1. (B)(6) 2010 returns to clinic with back, leg and neck pain. The pain radiated into the left leg to the ankle. States the pain started about 5 years ago during a work related injury. Assessment shows lumbosacral radiculopathy, left lower extremity pain, post laminectomy syndrome of lumbar region with plif and incomplete interbody arthrodesis at l4-l5 and l5-s1 on (B)(6) 2010 patient describes the lumbar pain as aching, dull, sharp, shooting, stabbing, throbbing, burning, tingling and numb. He states that his pain level is a 10/10 on average 100% of the time that he is awake. Continues to manage with medication, injection therapy and tens unit use. Reports falling off of his motor cycle and has had increased low back and left leg pain and numbness. States his pain is worse in the back with riding in his car short distances but he is able to ride his motorcycle up to 100 miles without any significant pain. Will continue injection therapy. (B)(6) 2011 patient complains of neck, low back, arm and diffuse joint pain. He reports that currently his pain is inadequately controlled, but this is only occasionally and at night. Continues to use tens unit. Return visit on (B)(6) 2011 stating that his neck pain is doing much better, but still has back pain and is requesting an increase of medication. On (B)(6) 2012 patient returns with complaints of low back pain described as dull,throbbing and tingling. He has pain 90% of the time that he is awake. Continues pain management and medications. States he is having an exacerbation of low back pain, he denies radicular symptoms. Medrol dose pak given on (B)(6) 2013 patient returns to office reporting he has been in pain management secondary to chronic back and neck pain. He stated he has had two falls within the past month. Since that time the patient states he has had left upper extremity radiating pain down the shoulder with complaints of numbness to the left shoulder. The patient reports the pain is similar to when he was having radicular pain. Lumbosacral spine evaluation during this visit reports no lesions or deformities, well-healed laminectomy incision; paraspinal musculature is nontender to palpation, no subluxations, mildly reduced rom. Paraspinal muscle strength and muscle tone are within normal limits. No muscle atrophy on (B)(6) 2013 MRI of the c-spine shows moderate diffuse disk bulge of c4-c5 obliterated the ventral subarachnoid spaces. A focal left lateral component of protrusion or herniation causes some narrowing in the foramen. On (B)(6) 2013 patient admitted for c4-c5 discectomy and interbody fusion. On (B)(6) 2013 clinic visit reports patient is doing very well marked improvement radiating arm pain and neck pain is improved as well. Patient is unable to decrease pain medication which he takes in pain management.